Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the tsb45 instrument did not staple correctly (incomplete staple line). Another instrument was used to complete the case. There was no consequence to the pt.